Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that myopotential oversensing was observed resulting in false detection of non sustained lead noise. No action was taken. The patient will be monitored.